Manufacturer narrative:
Concomitant prodcuts: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0xc5p, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0xc5p, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A manufacturing representative reported that low impedances were measured about a month ago and they had been steadily dropping since then. Last week, impedances were measured to be at 96 ohms. A revision was scheduled for the day of this report. The extension was replaced, but impedances were still low. The lead was then tested and low impedances were found. Impedances were measured to be the following: 0/1 = 109, 0/2 = 123, 0/3 = 117, 1/2 = 91, 1/3 = 84, and 2/3 = 98 ohms. There had been no trauma or falls and the cause of the low impedances was not determined. The lead was not replaced during the revision, but may be replaced in the future. The patient had been receiving good therapy benefit for their tremor suppression after being reprogrammed using constant current despite the low impedances. The patient's indication for use is parkinson's dual and movement disorders.